Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The displacement test, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test could not be performed due to the motor error alarm. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked belt clip slot, and minor scratches on the display window.

Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that they had an MRI done and the insulin pump was exposed to a high magnetic field. Customer also mentioned that they use the sensor feature on the insulin pump. Customer's blood glucose reading at the time of the call was 172 mg/dl. No further information reported.